Event description:
The manufacturer received information that a trilogy evo ventilator was displaying an inoperable error message. No error codes were reported. There was no harm or injury reported. It was additionally reported that when the device was received at the service center, removal of the patient data failed. The device evaluation has not yet been completed; therefore, the alleged malfunction is not able to be confirmed at this time. A follow-up report will be submitted when the manufacturer's investigation has been completed.